Event description:
It was reported by the physician that the spring wire guide (swg) unraveled, as he was trying to remove it after the insertion of the central line catheter. There were no patient complications reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.